Event description:
Reporter stated that the multiclix lancet protruded beyond the device's end cap after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect device for eval.

Manufacturer narrative:
The event occurred in (B) (6).